Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 13.0 diopter intraocular lens (iol) was implanted in the patient's operative eye. The iol was found to be cracked during post operative examination. It was later explanted due to patient complaining of blurriness. Patient also complained of pain. During the explant incision enlargement was performed. There was no vitrectomy performed and there was no capsular bag tear. A non-amo iol was used as the replacement lens for the patient. Further details were provided and reported that during one day post examination patient complained about blurry vision and was not happy with the lens. Doctor added that during implantation on (B)(6) 2017, optic appeared to be fractured after implantation. As the lens was in the eye, the doctor decided to keep it in as it appeared to be fine to him after implantation. But patient came back the next day and complained about blurry vision so he decided to explant. Contributing medical history noted as pupil dilation. Corneal edema after explant but he is recovering and is getting better. No additional information was provided.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.